Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: it was reported that an inferior vena cava filter was deployed successfully for concern of deep vein thrombosis and embolus for upcoming bariatric surgery with prolonged immobilization. Approximately three days post placement, the patient presented with back pain. A cavogram demonstrated large and unstable thrombus within the interior vena cava filter. A second inferior vena cava filter was deployed superior to the initially deployed inferior vena filter and the more caudal (initial) inferior vena cava filter was subsequently removed without complication. Approximately five months post second inferior vena cava filter deployment, the filter was removed without complication. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Three days post filter deployment, the patient developed constant, aching back pain and sharp pain radiating to the front of the abdomen. A large thrombus was noted within the ivc filter, resulting in deployment of a second ivc filter. However, no deficiencies were identified with the first filter in the provided medical records. Therefore, the investigation is inconclusive for any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the patient experienced thrombosis/embolism in the ivcf, and later there was a large unstable thrombus found within it. Furthermore, the patient allegedly experienced groin pain and neck pain due to scar tissue from the ivc filter placement. The device was removed percutaneously. The current status of the patient is unknown.